Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml fentanyl at 119mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was empty. The pump was empty because the patient and the office missed setting up a refill appointment. It was reported that the patient was having increased pain. The patient would be brought in for a refill. No further complications were reported.